Manufacturer narrative:
Additional information: d9.

Event description:
It was reported that the device would not stop when in reverse at the user facility during a case. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.

Event description:
It was reported that the device would not stop when in reverse at the user facility during a case. The procedure was completed successfully without a surgical delay; no medical intervention or adverse consequences were reported.